Event description:
The customer reported to olympus that the high flow insufflation unit had pressure that was too high. The issue was found during a pediatric hernia surgery. There were reports of abdominal distension, the user immediately stopped using the insufflator and replaced it with a similar device and there was no delay in the procedure. The device malfunction did not cause any patient injury or impact.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned to olympus for an evaluation, the root cause of the reported event could not be determined. This supplemental report includes a correction to e2 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic pediatric surgical exploration. The patient was not under anesthesia.

Manufacturer narrative:
Corrected fields: b5, d8, d10, g2 (unmark health professional), h7 (checkmark repair). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.

Manufacturer narrative:
Corrected data: b5, h7.